Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed hardware involving cubies b6 and c6. The affected cubies were not being read by the system and failed to release. Additionally, the device was in critical override mode. A field service engineer (fse) ran diagnostics, reseated row board cables and tested it to resolve the issue. The invalid pockets were released and medications were unloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the system had a failed hardware involving cubies b6 and c6. The affected cubies were not being read by the system and failed to release. Additionally, the device was in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.